Manufacturer narrative:
D3 MFR email: (B)(4).

Event description:
It was reported that the device began making a knocking sound and did not recognize the fiber. The procedure was cancelled as a result. Patient outcome was not provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown. Additional information received states that the customer was using the incorrect fibers with the device.

Event description:
It was reported that the device began making a knocking sound and did not recognize the fiber. The procedure was cancelled as a result. Patient outcome was not provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.